Manufacturer narrative:
The evoke scs system was not returned to saluda for analysis. The root cause of the reported inadequate pain relief and infection cannot be definitively determined. The evoke scs system was confirmed to be operating as intended prior to explant. The evoke scs system surgical guide states ¿the risks associated with the implantation and use of a spinal cord stimulation system include inadequate pain relief following system implantation; infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed, and the product met all requirements for release.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief and infection at the evoke closed loop stimulator (cls) implant site. The evoke scs system was explanted. The evoke scs system was confirmed to be functioning as intended prior to explant.